Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, when firing across the rectal stump, the surgeon attempted to fire the stapler with a black radial reload. The tissue was extremely thick and the patient had a previous stapled anastomosis. The handle cracked on the second squeeze and would not fire anymore. The second handle and new radial load did the same thing. The third handle and reload also cracked. The tissue and prior staple line were too much. As stated, the surgeon was able to press the green button and squeeze the handle on the three devices and they got another stapler and load to complete the case. There was no patient injury.